Manufacturer narrative:
Device age, date of birth, weight and gender are unavailable.

Event description:
It was reported that when the glidelight laser sheath was opened and removed from the package, there were visibly exposed laser fibers between the laser sheath and the handle. This event is being reported due to the thermal risk to the user as well as the potential for inadvertent exposure to laser energy/radiation.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual investigation of the returned device found that it was visible that the tail tube and the strain relief were pulled out of bifurcate as one unit. Glue was visible on the tail tube. The tail tube appeared to only have enough length to barely enter the bifurcate. The tail tube length was approximately 112 inches, which is at the upper level of spec. Of 106 +- 6inches. While the length is sufficient, it appears the tail tube was not pushed into the bifurcate far enough. The tail tube extended into bifurcate approximately a quarter of an inch.